Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 3.0 x 18 rx promus, 3.0 x 16 graftmaster; guide wire: bmw universal. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The 3.0 x 18 promus and 3.0 x 16 graftmaster are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4): the fielder guide wire was returned with several bends; however, it was a complete unit from end to tip with no separation. The reported separated fielder guide wire appears to be a misunderstanding of products with the other device that was used in the same intervention procedure. Lot history record review: investigation of the production record revealed no anomaly. No other product experience report was received for this lot. Additionally, a review of the complaint handling database was performed and there were no other incidents reported with this part and lot combination.

Event description:
It was reported that a promus stent was directly implanted in the very heavily calcified, 99-100% stenosed left anterior descending (lad) artery. During post-dilatation, using a non-abbott balloon, vessel perforation occurred. An asahi fielder guide wire was inserted. A graftmaster was unable to cross the lesion over the fielder wire using a balance middleweight (bmw) universal guide wire as a buddy wire. The graftmaster was removed. During graftmaster removal the fielder entangled with the bmw. During removal of the fielder, part of the fielder sheared off and remained in the mid to distal lad. The bmw was removed without difficulty. The perforation was successfully sealed with implantation of 2 bare metal stents, a vision and a non-abbott stent, which also embedded the separated portion of the fielder guide wire. The patient was admitted overnight and did well and there was no adverse patient sequela. Though requested no additional information was provided.